Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the tip of the corewire broke and the distal tip peeled. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. The broken section was not returned by the customer. Additionally, the ptfe has rough surface at 152.0cm from the distal end. It is possible that the way in which the device was handled and manipulated may have contributed to the failures encountered. Based on the device condition the failures could had been caused due to excessive manipulation of the product or excess of force was applied during unpacking. Based on the information available and the analysis performed, the most probable cause for the complaint is handling damage.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography procedure performed on (B)(6) 2018. According to the complainant, upon unpacking, it was noticed that the ptfe coating and the hydrophilic tip coating was peeled. The procedure was completed with a new jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed reportable based on the investigation finding: the distal tip was broken.